Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle and cannula to deploy, or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that her daughter's blood glucose result was approximately 300 mg/dl while wearing a pod. She stated that the needle and cannula never deployed, and her daughter never felt the needle pinch her skin when the pod was activated. Her daughter was not with her at the time of the call, and she did not have the pdm with her to provide further details.